Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical der states intraoperative femoral bone fracture.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. Although no device associated with this report was received for examination, review of the medical records confirmed the reported bone fracture. The patient's medical records were received and reviewed. According to the medical records, the acl screw on the tibia was removed quite easily. On the femoral side this was buried behind the posterior cruciate ligament. Upon placing the intramedullary rod there was some interference from the screw and while drilling there was resistance and actually the drill perforated the anterior femoral cortex. A complaint database search was not possible as the product and lot code were not provided. From a medical perspective, based on the information available, it is not likely the complaint is product related. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 01/04/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the acl screw on the tibia was removed quite easily. On the femoral side this was buried behind the posterior cruciate ligament. Upon placing the intramedullary rod there was some interference from the screw and while drilling there was resistance and actually the drill perforated the anterior femoral cortex. At this time, the femoral component is being changed to an unknown intramedullary rod. The complaint was updated on: 01/22/2016.